Event description:
It was reported that the outer insulation was torn on the right atrial (ra) lead. The lead was explanted and not replaced. It was also reported that the right ventricular (rv) lead had outer insulation damage. The lead was explanted and replaced. During implant of the replacement rv lead, the lead was damaged. The lead got stuck in the vein and the lead tip bent. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.